Event description:
It was reported that the right ventricular lead had intermittent non capture discovered on a holter monitor. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that all the conductors were distorted and stretched, all of the insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.